Event description:
Reporter called to report a sensor issue with her freestyle libre 3. On (B)(6) 2025 reporter loss consciousness due to her not being alerted her glucose was low. When she arrived at the hospital the doctor stated her glucose was 55 but libre 3 was reading 100. On (B)(6) 2025 she woke up to her sensor reading "error" but the sensor is supposed to last 15 days but failed on day 12. She called abbott to get a replacement and they informed her that her freestyle libre 3 was on the recall list.